Manufacturer narrative:
Trackwise # (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25152828, 25152379, and 25151997 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot numbers.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they felt the vasoview hemopro vh-3500 was increasing harvest time, potential bleeding, and less visibility. There seemed to be no defect in product. Product was used to complete procedure. No patient was harmed.